Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, concentric, de novo, proximal right coronary artery that is 75% stenosed. Reportedly, during post-dilatation, the 4.0 x 12mm nc traveler was inflated during first inflation to 18 atmospheres; however, the balloon was unable to be pulled into the guiding catheter due to poor rewrapping. The balloon catheter and guiding catheter were removed from the patient anatomy as a single unit. There was no report of a clinically significant delay in the procedure and no patient effect caused by the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove or folded/winged reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The nc traveler is currently not commercially available in the us.; however, it is similar to a device sold in the us.